Event description:
Customer reports back to back testing on the advantage system with results of 432 mg/dl and 156 mg/dl. No quality controls were run. No adverse event reported. The suspect product was not returned to the MFR for eval; customer used the last strip. Replacement was sent.